Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for an evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth and migration were unable to be confirmed. A type ia and 3b endoleak and a secondary endovascular procedure occurred on (B)(6) 2016 (thrombectomy, non endologix stent placement, and femoral endarterectomy) due to an ischemia left leg were identified. Additionally an open repair with device explant was preformed on (B)(6) 2021 was confirmed. The most likely causation for the type 1a endoleak was the off -label aortic angle however is unclear whether the index procedure was off label or aortic remodeling occurred. The most likely causation for the confirmed type 3b endoleak was due to the to the concomitant product use of non endologix stents in the bilateral iliacs. Procedure related harms from that hospitalization include an intraoperative rupture and an additional surgical procedure (laparotomy due to wound dehiscence). The final patient status was discharged to a rehabilitation center on (B)(6) 2021 in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b2: outcomes attributed to ae. G1, 2: contact office. B5: describe event or problem. G4: awareness date.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial implant patient was identified with a type 1a endoleak, device migration and aneurysm enlargement during a routine follow-up. No secondary procedure is scheduled at this time and the physician will determine the plan of action for the repair. Patient is stable. Additional information: during the investigation of this event, an unreported secondary endovascular procedure was identified to have occurred on (B)(6) 2016 (thrombectomy, non endologix stent placement, and femoral endarterectomy) due to an ischemic l leg thrombosed iliac (occlusion). This event that occurred on (B)(6) 2016 will be submitted under a separate manufacturer report number. This report will be only for the recently reported type 1a endoleak, device migration and aneurysm enlargement. Additional information received: an open repair /explant was performed on (B)(6) 2021. An intraoperative rupture and an additional surgical procedure (laparotomy due to wound dehiscence). The final patient status was discharged to a rehabilitation center on (B)(6) 2021 in stable condition.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial implant patient was identified with a type 1a endoleak, device migration and aneurysm enlargement during a routine follow-up. No secondary procedure is scheduled at this time and the physician will determine the plan of action for the repair. Patient is stable.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial implant patient was identified with a type 1a endoleak, device migration and aneurysm enlargement during a routine follow-up. No secondary procedure is scheduled at this time and the physician will determine the plan of action for the repair. Patient is stable. Additional information: during the investigation of this event, an unreported secondary endovascular procedure was identified to have occurred on (B)(6) 2016 (thrombectomy, non endologix stent placement, and femoral endarterectomy) due to a type 3b endoleak of the bifurcated stent graft, this event that occurred in (B)(6) 2016 will be submitted under a separate manufacturer report number. This report will be only for the recently reported type 1a endoleak, device migration and aneurysm enlargement.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth and migration events/incidents were unable to be confirmed. The type ia endoleak event/incident was able to be confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a secondary endovascular procedure occurred on (B)(6) 2016 (thrombectomy, non endologix stent placement, and femoral endarterectomy) due to a distal type 3b endoleak of the bifurcated stent graft. These events were discovered on (B)(6) 2020 and will be addressed under a separate manufacturer report number. The most likely causation for the confirmed type 1a endoleak was the off -label aortic angle however is unclear whether the index procedure was off label or aortic remodeling occurred. The final patient status was reported to be pending a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.